Event description:
Patient reported right-side, "scar tissue that pushes up" and inquired if, "implants included in the recall?" Later, healthcare professional reported capsular contracture baker grade IV and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "scar the pushes up," "recall," capsular contracture baker grade IV and rupture.